Event description:
The customer reported to olympus, the front panel of the loaner device visera elite video system center was flickering at startup. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the front panel was flickering, and the device failed to be powered on normally, which were due to a faulty power unit and noises appeared on the image when swaying the connector part. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty power unit. Olympus will continue to monitor field performance for this device.